Manufacturer narrative:
(B)(4).

Event description:
It was reported the guidewire bent and stretched. Unable to advance or remove without resistance. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the guidewire bent and stretched. Unable to advance or remove without resistance. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.